Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 06-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had hardware failure. The field service engineer accessed the hardware testing application to remove the debris under the cubies. The fse reseated all cables connected to the bus cable and board. After this the customer was able to recover the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 pockets was not detected on the bus. The customer stated that they rebooted the station, but the drawer pockets were unrecoverable. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station. There were no adverse events or injuries reported based on this event.